Event description:
It was learned through implant patient registry that a 29mm 7300tfx valve was explanted at the implant from the mitral position to repair an atrioventricular dissociation. The explanted valve was replaced with a 25mm 7300tfx valve (B)(4). Concomitant replacement of the aortic valve was performed with a 21mm 11500a valve; however, the aortotomy tore towards the annulus while the valve was being seated (B)(4). The hospital course was complicated with severe cardiogenic shock and multisystem organ failure. The patient expired on pod#1. Per medical records, the patient presented with severe mitral and aortic stenosis, and cad (pda) disease. The patient underwent double (aortic/mitral) valve replacement and cabgx1. Intraoperatively, the mv was found with severe and significant posterior mitral annular calcifications that required mechanical debridement with pituitary rongeurs, and the cavitary ultrasonic aspirator to place sutures. A 29mm 7300tfx valve was implanted, seated nicely onto the annulus, and secured with a cor-knot device. The valve was tested, and no mr was noted. The av was replaced with a 21mm 11500a valve which seated snugly. The right and left coronary ostia were inspected and found to be free of obstruction from the valve posts. However, the aortotomy tore towards the annulus while the valve was being seated [2022-14815-02]. The aortotomy was closed with a bovine pericardium to relieve tension on the suture line. While attempting to wean the patient off bypass, there was a copious amount of bright red blood emanating from the posterior surface of the heart. Cpb was quickly reinitiated. There were areas of bleeding in the posterior wall, and it became evident that there was an a-v dissociation. An initial attempt to repair the affected area with a patch was unsuccessful. Therefore, it was decided to reconstruct the posterior annulus. The cross clamp was reapplied, and the right atrium was re-opened. The previously placed mv was explanted to reveal the dissociated annulus. There were copious amounts of calcified debris. A bovine pericardial patch was used to reconstruct the dissociated a-v groove/annulus. The annulus was sized to a 25 mm 7300tfx valve that was implanted, seated nicely, and secured with a cor knot device. Tee demonstrated no significant pvls. The procedure was complicated by profound coagulopathy, thrombocytopenia requiring multiple doses of blood products, and transient rv dysfunction that improved. The patient was weaned successfully from cpb and transported to the ICU in guarded condition with an open chest. The postoperative course was complicated by severe cardiogenic shock and multisystem organ failure, chest tube placement for possible tension pneumothorax, metabolic acidosis requiring crrt, and emergent ex-lap in the ICU due to a complete small bowel and subtotal colon ischemia. The patient was transitioned to comfort measures and expired on pod#1.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is procedural factors, including the aortotomy tore towards the annulus while the valve was being seated.